Event description:
It was reported that a pt underwent a transvaginal hysterectomy with anterior repair and a sling procedure in late 2008. During the procedure, while the surgeon was inserting the sling device, the plastic sheath broke/fractured. A larger incision was made to ensure all pieces were retrieved. All parts were verified and accounted for.

Manufacturer narrative:
Sheath splits/cracks/breaks - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.